Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow up report will be submitted when the evaluation is complete. Please note: this same patient/event is submitted under a second suspect medical device in manufacturer report number 1628664-2017-00248.

Event description:
The customer observed a falsely elevated methotrexate results on the tdx analyzer. The following data was provided: sid (B)(6) initial 9.41 micromol/l, repeat 0.55 mmol/l and 0.11 after 72 hours. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.